Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the monitor cannot be turn on. A field service engineer (fse) found that station would not power up on arrival. Fse removed the auxiliary from the main and the station powered up. Fse removed drawers two through seven from the auxiliary and the station did not power up, so removed auxiliary half-height 1.1. Fse found the drawer board on 1.1 faulty and replaced the drawer board issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, monitor was not turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.